Event description:
According to the available information, the balloon burst.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint on the same defect regarding the lot number 9261344 (comp(B)(4). B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint on the same defect regarding the lot number 9261344. The product was manufactured with an intermediate product. This intermediate was made by our subcontractor which was informed about this issue on the photo available in the complaint, we can see that the ballon was burst; however, according to the available information we cannot conclude on a specific root cause. Checking the quality databases revealed this type of defect is known and closely monitored. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil family product, defect: burst from october 2020 to october 2024: 210 similar cases were found. A risk management file evaluation was performed and the evaluation has shown that the risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.